Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is not reading the pressure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) not reading the pressure. Getinge field service engineer (fse) upon my initial inspection checked unit for any damage. Balloon pump was able to start the clinical app without any alarms. Restart the unit in service mode. Department could not verify if the unit was having issues with the external or internal blood pressure. The error log did record error #67. This error has a correlation to the hydraulic blood pressure sensor transducer. Clinical engineer wanted a pm while onsite during the repair. Able to perform normal checks during the calibration portion of the pm to ensure the front end board pressure input and output were working properly. Verified the blood pressure gain voltages are within tolerance. Also verified accurate pressure readings of the external monitor blood pressure gain. Could not verify the exact error that the operator experienced. Complete all measurement details on pm . No patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is not reading the pressure. There was no patient involvement reported and no harm reported.